Manufacturer narrative:
Date of event: aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 20 mm watchman flx laa closure device with delivery system (wds). During the routine 45-day follow-up examination, a device related thrombus was visualized via transesophageal echocardiogram (tee). The patient was prescribed continuing use of oral anticoagulants and fully recovered.